Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that his site was backed up with blood and it did not deliver insulin. The insulin pump alarmed no delivery. Where the reservoir goes in, the black o-ring was missing. The top portion was also damaged. Customer's blood glucose level was over 600 mg/dl. The mother treated with a manual injection. He had a diabetic ketoacidosis. The reservoir threading was cracked off the top. The customer also had an infected infusion site. He had a staph infection. He had to go to the hospital for the infection. Yellow/green discharge came out of the site. The site was also hard, large, and hot. The infusion set was left in for about 10 days. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.